Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿iodine was dry¿. This was observed during use of the devices for peritoneal dialysis therapy. The packaging was not checked if the foil pouches were open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 04 2022 to november 11 2022. A batch review was conducted which found an issue related to the timing of the sealing process potentially related to the reported condition during the manufacture of this lot; the equipment/process was updated for additional verification to resolve this issue. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.